Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the mx40 telemetry device has a speaker malfunction error message. It is unknown if the device produced sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The philips remote service engineer (rse) advised the customer to bench repair. The customer was provided a bench repair form. The customer has not responded, and the device has not been returned for evaluation; therefore, the complaint allegation cannot be confirmed. The cause of the customer's allegation is unknown. H3 other text : see h10.